Event description:
It was reported that the procedure was being performed in the trauma emergency department. During insertion, they experienced an issue with the spring wire guide (swg). Add'l info received on (B)(6) 2011 from the sales rep stated that during the removal of the swg the wire began to unravel. The physician was able to remove the entire swg intact from the pt. As a result, another kit was opened for a new swg and it was used for a successful placement. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.